Manufacturer narrative:
Other, other text: returned device was received in used physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, analysts were unable to replicated the reported issue. No fault was found with the returned device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that the user using the cadd solis vip pump has stated that once the pump had finished infusing the proper liquid, it continued pumping air, without sounding any alarm. She tried another pump, with the same settings and with the same set, and it let out an alarm instantly. She switched back to the first pump again and it still did not sound any alarm. There were no adverse events reported.